Manufacturer narrative:
Date of event: event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had an implantable neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by a family member on (B)(6) 2019 that they have not made any adjustments for two or three days. The patient's incontinence returned pretty rapidly. Patient said they had been trying programs 3 and 4. They also said that if they do not make any changes, their symptoms get quite severe and patient will urinate quite often. Patient added that when they do use the device, it helped them quite a bit, but it takes every other day or so to start up the stimulator. Patient mentioned that they were not sure that the implant will stay on when they turn the handset off. On 2019-oct-23 additional information was received from the patient's family member: caller states that since about (B)(6) 2019 the patient feels stim for awhile then it stops when the communicator times out. Patient services explained handset and communicator use/function, and asked if the patient was getting a 50% reduction in symptoms and caller said "sometimes a little bit" then said it would be nice if it stayed on longer. Could not troubleshoot due to lack of access to product. Caller planned to call back when he is with the patient.